Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err218. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and no defects were found. The receiverw as opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to the conditon of the device the reported event of an error icon display could not be confirmed. A root cause could not be determined.